Manufacturer narrative:
Sales order has been provided which allowed the identification of the device reference and lot. Review of the device history records has been done. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the complaint report, the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Given the limited amount of information received, the root cause is undetermined with the most likely hypothesis of unawareness of allergies in relation to one of the constituents of the device. The instruction for use indicate in the contraindication that the implant should not be used for patient who have known allergy or "sensetivity" to the "protheis" material. The root cause of this event remain undetermined. If any additional information was received that may help to drawn a conclusion for this investigation, another report will be sent. Device still implanted.

Event description:
Mobi-c p&f us: patient reports allergy. As reported by the patient the 31th may 2018: "I had mobi c replacements installed c5-c7 on (B)(6) 2017. My orthopedic doctor and dermatologist think I might be suffering from an allergy to the metal. I told my surgeon during pre op discovery I was sensitive to dental metal; he assured me these were hypoallergenic. I've never had allergy tests, but the front of my neck looks like the worst sun burn I've ever seen. I've called my surgeons office twice, but he is not returning my calls. What do I do?" Complaint form was sent to the patient to collect more information about this event. Update the 22 june 2018: "I have received the form and will be completing it. My surgeon has not even called me back since I called to report the possible adverse event. Prior to surgery, I told him I'd never had allergy tests, but had always been sensitive to metal. He assured me the implants were "hypo-allergenic." It now appears there's a strong chance I'm allergic to something in the device. I go back to my dermatologist on monday, but the steroid cream he gave me to apply is the strongest available, and there is no improvement at all in the rash that is only on the front of my neck. I'm still having great difficulty swallowing, despite taking benadryl 2x day, and difficulty talking." Update received on november 14th show that the patient had a two level cervical surgery and sales order allowed to identify the reference and lot number of both devices. Two "differents" reports were sent for each prothesis (other report ref: 3004788213-2018-00230-2).